Event description:
It was reported that a patient fell from the table.

Manufacturer narrative:
Based on the information obtained from investigation and device evaluation, there were no issues with the table. While transferring the patient from the table to transport/recovery bed, the perineal post and the holding tape were removed and patient was dropped. The patient was taken to CT scanner following the drop but no injuries were to be found.

Event description:
It was reported that a patient fell from the table.